Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the case went well. The device was being used on power 2 when they were using the device on the cystic duct and cystic artery. There was no patient consequence. It is not know at what point it was discovered but an ercp was performed and a leak was detected from the cystic duct. The patient was taken back into the or and a stent was placed in the cystic duct. The patient is currently stable. The device was discarded from the initial procedure. There is no further information available at this time.

Manufacturer narrative:
(B)(4). Device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information: how long after the original procedure did the leak occur (provided number of hours, days, etc.) Patient was admitted pod4 and had ercp pod6. What other instruments were used during the surgery? Maryland dissector. Did the gen11 display any yellow alert screens during the procedure? No. Was the power level of the generator changed to achieve better cutting and/or coagulation? Yes, power level 2 was used. Was the har36 used on the cystic duct during the first surgery? Yes. Did the surgeon use this device or previous ace on lap choles prior to this surgery? Yes. How did the patient present when they came back to the hospital? Pain. What was the surgeon¿s initial diagnoses? Cholecystitis.